Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. The cause of the anomaly was silicone, septum material found inside of the v is-1 set screw hex cavities. This material prevented full insertion of the torque driver into the hex cavities. It was also noted that the v is-1 septa were found to be damaged.

Event description:
It was reported that during device replacement, the physician had difficulty removing the lead from the header of the device. After some manipulation of the pin and cutting the lip seal, the lead was successfully disconnected from the device and connected to the new device. All measurements were within range. The patient condition was stable.